Manufacturer narrative:
(B)(6).

Event description:
It was reported that during operation, the pump machine has error and alarm ringing. A new cassette was used but the alarm still ringing. No back up was available; procedure was completed by using manual irrigation. No patient injury reported

Manufacturer narrative:
An analysis of images provided by the customer revealed a cassette insertion/pressure offset error message. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a defective pressure transducer or system control pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of alarm and error messages was confirmed. Product failed functional testing with alarm and pressure offset error. Cellophane tape had been discovered covering both transducers causing erratic pressure and flow readings during factory tests. The clear tape was removed and functional testing showed both transducers still failing functional testing with raw and zero readings out of spec. The clear tape may have damaged the transducers as they were both covered in adhesive and had to be cleaned before testing to prevent the cassette from sticking to pump. Adhesive may have seeped inside of transducers causing them to stick. Transducers p1 and p2 still fail specifications. Pump passed functional testing after 2 known good transducers were installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.